Event description:
Pt had pacemaker implant in 2007 for chronic a-fib and brady/tachy syndrome. Recently had symptoms consistent with extra cardiac stimulation-was noted to have dislodgement of right ventricular lead. Right ventricular lead was explanted and a new right ventricular lead was implanted. The tip of the dislodged lead was found to be in the right atrium.